Event description:
It was reported the disposable's chemical solution leaked from the filter part of the extension tube. Per reporter the patient felt unwell, and their clothes were wet. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.